Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal procedure for hardware removal of iliac screws due to "hardware pain". No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.